Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿8.1.2 materials that are contacting the patient¿s intact skin are not biocompatible ". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the doctor took pads back to look at patient's chest and noticed skin peeling. They wanted the device removed. While still cold or wait until they were at room temperature. Remove immediately if there was any breakdown in the skin. Tried to obtain additional information but nurse stated that this was not patient just calling in to assist. Patient has been on therapy since yesterday. Sending to fa for review of reported event. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the doctor took pads back to look at patient's chest and noticed skin peeling. They wanted the device removed. While still cold or wait until they were at room temperature. Remove immediately if there was any breakdown in the skin. Tried to obtain additional information but nurse stated that this was not patient just calling in to assist. Patient has been on therapy since yesterday. Sending to fa for review of reported event. It was unknown what medical intervention was provided.